Event description:
It was reported that during an right ventricular (rv) lead implant attempt there was placement difficulty with multiple stylet exchanges. The physician could no longer pass the stylet to the distal portion of the lead and requested a new lead that was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Analyst noted that stylet insertion test result was failed. Performed destructive analysis and found blood obstructed in distal conductor.